Event description:
It was reported that a dissection occurred. The 80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was predilated with 2.50 x 12 mm and 3.00 x 12 mm non-compliant balloons. A 3.50 x 28 mm promus premier drug-eluting stent was deployed at 16 atm for 12 seconds and post-dilated with a 3.50 x 12 mm non-compliant balloon at 16 atm. A distal stent edge dissection was observed. Per the physician, the dissection was cause by vulnerable plaque and was further described as type b and flow limiting. The dissection was covered with a 3.00 x 16 mm promus premier drug-eluting stent and the procedure was completed. The patient fully recovered and was stable post-procedure.